Event description:
It was reported, the reno videoscope exhibited foreign object near the forceps outlet. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was physical damage on the device. The events can be detected and prevented in accordance with the following sections of the instructions for use: "the instruction manual operation manual ¿urf-v3, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿urf-v3, chapter 5 reprocessing the endoscope¿ describes the methods for prevention." Olympus will continue to monitor the field performance of this device.